Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device infused 600mg of clindamycin (100ml) instead of 300mg clindamycin (50ml). There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event log shows that at 7:21pm on (B)(6) 2016 the previous primary infusion running at 125ml/hr was restored. At 11:24pm, a remote IV request was received for clindamycin 300mg/100ml. The drug amount was 300mg, the diluent volume was 100ml, the dose was 300mg and the concentration was 3mg/ml. The rate was set for 200ml/hr with a vtbi of 100ml. The user changed the vtbi to 50ml, which changed the rate to 100ml/hr. Yes was selected in response to the guardrails warning ¿specified vtbi will only deliver a partial dose. Proceed?¿ the infusion was started. At 11:54pm, the secondary infusion completed and the device transitioned to the primary infusion. At 1:47am on (B)(6) 2016, the primary infusion completed and the device transitioned to kvo. At 2:05am, the user changed the vtbi to 50ml and started the infusion. At 2:07am, the device was channeled off and the system was shutdown and powered off. The recorded volume for this period was 747.11ml for the primary infusion and 50.02ml for the secondary infusion. Functional testing found the device to be delivering fluid within specification. The root cause of the reported overinfusion is believed to be user error. It should be noted that if there was still volume in the secondary bag at the completion of the partial dose programmed, the device would deliver the remainder of the secondary bag at the primary rate after the device transitioned back to primary infusion mode.

Event description:
The customer reported that the device infused 600mg of clindamycin (100ml) instead of 300mg clindamycin (50ml). There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event log shows that at 7:21pm on (B)(6) 2016 the previous primary infusion running at 125ml/hr was restored. At 11:24pm, a remote IV request was received for clindamycin 300mg/100ml. The drug amount was 300mg, the diluent volume was 100ml, the dose was 300mg and the concentration was 3mg/ml. The rate was set for 200ml/hr with a vtbi of 100ml. The user changed the vtbi to 50ml, which changed the rate to 100ml/hr. Yes was selected in response to the guardrails warning ¿specified vtbi will only deliver a partial dose. Proceed?¿ the infusion was started. At 11:54pm, the secondary infusion completed and the device transitioned to the primary infusion. At 1:47am on (B)(6) 2016, the primary infusion completed and the device transitioned to kvo. At 2:05am, the user changed the vtbi to 50ml and started the infusion. At 2:07am, the device was channeled off and the system was shutdown and powered off. The recorded volume for this period was 747.11ml for the primary infusion and 50.02ml for the secondary infusion. Functional testing found the device to be delivering fluid within specification. The root cause of the reported overinfusion is believed to be user error. It should be noted that if there was still volume in the secondary bag at the completion of the partial dose programmed, the device would deliver the remainder of the secondary bag at the primary rate after the device transitioned back to primary infusion mode.